Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional clip was inserted, but after several grasping attempts, tissue damage was observed on the anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. On (B)(6) 2024, additional information was received stating that the patient expired.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional clip was inserted, but after several grasping attempts, tissue damage was observed on the anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. On 23december2024, additional information was received stating that the patient expired.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to multiple grasping attempts. However, a cause for the reported death cannot be determined. Tissue injury and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.